Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon examination, black foreign matter was observed on the tip of the catheter tubing and a higher amount of silicone lube was present than is normal. The black foreign matter was identified as residual material from the manufacturing process. Cleaning is performed each shift to minimize the potential for introducing foreign matter. The silicone lubrication is applied to the cannula/catheter assembly to minimize the insertion and threading forces during the usage. Foreign matter can be loosely attached to the catheter tubing due to the silicone lube. Device/batch history record review: yes. Reason: dhrs are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the following lot number: 7075681 was built on afa line 9, from march 18, 2017 thru march 22, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis observations and testing: received one unused iag/bc 22ga unit with a bottom blister (film) of the package from the lot number 707575681. All components were present and together. There was black fm observed on the tip of the catheter tubing. There was more silicone lube (non-foreign) than normal on the shaft of the catheter tubing with the black fm investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation displayed foreign matter attached to excess lubrication on the catheter tubing. The defect foreign matter; as stated as the reported code was confirmed with the returned unit. The black fm was identified as residual material from the manufacturing process there was more silicone lube (non-foreign) than normal on the shaft of the catheter tubing. The lubrication that is a material of construction with attached debris. Root cause relationship of device to the reported incident: manufacturing.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte" autoguard" bc shielded IV catheter had foreign matter located at the tip of the catheter. Found before use. No serious injury or medical intervention noted.